Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), headache ("headaches"), migraine ("migraine") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine and fatigue had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, migraine, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008 versus (B)(6) 2008 (new). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: event injury was updated to pelvic pain. New events ¿ abdominal pain, apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, headaches, migraine, and fatigue were added. Outcome of event apareunia, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, pelvic pain, headaches, migraine, fatigue updated as recovered/resolved. Patient demography added. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in a 39-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), headache ("headaches"), migraine ("migraine/ migraines/headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), uterine enlargement ("other injury(ies) or complication enlarge uterus (330gmsl with multi12le fibroids 2-4 cm)"), anaemia ("anemia") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, fatigue, vaginal haemorrhage, nausea, anaemia and vomiting had resolved and the depression, uterine enlargement and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine enlargement, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008 versus (B)(6) 2008 (new). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, anemia, nausea, headache, uterine enlargement, depression. Lot number: 627311 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: yaz. Concomitant products included fluticasone, ibuprofen, levonorgestrel (mirena), omeprazole and tranexamic acid (tranexamic). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraine/ migraines/headaches"), uterine enlargement ("other injury(ies) or complication enlarge uterus (330gmsl with multi12le fibroids 2-4 cm)"), anaemia ("anemia") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, fatigue, vaginal haemorrhage, nausea, anaemia and vomiting had resolved and the depression, uterine enlargement and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine enlargement, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008 versus (B)(6)2008 (new). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, anemia, nausea, headache, uterine enlargement, depression. Lot number: 627311 manufacture date: 2008-05 expiration date: 2010-05 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: medical record received: medical history, reporter information added. Event genital haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding(general)') in a 39-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), headache ("headaches"), migraine ("migraine/ migraines/headaches"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), uterine enlargement ("other injury(ies) or complication enlarge uterus (330gmsl with multi12le fibroids 2-4 cm)"), anaemia ("anemia") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, fatigue, vaginal haemorrhage, nausea, anaemia and vomiting had resolved and the depression, uterine enlargement and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine enlargement, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008 versus (B)(6) 2008 (new). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, anemia, nausea, headache, uterine enlargement, depression. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (vaginal), nausea, enlarge uterus, hormonal changes describe, abnormal bleeding(general), anemia, vomiting were added. Outcome of the events: bleeding, anemia, nausea, vomiting were updated. New reporters added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 39-year-old female patient who had essure (batch no. 627311) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding. Previously administered products included for an unreported indication: yaz. Concomitant products included fluticasone, ibuprofen, levonorgestrel (mirena), omeprazole and tranexamic acid (tranexamic). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia(inability to have sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psych injury/psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and nausea ("nausea"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding(general)"), abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraine/ migraines/headaches"), uterine enlargement ("other injury(ies) or complication enlarge uterus (330gmsl with multi12le fibroids 2-4 cm)"), anaemia ("anemia") and vomiting ("vomiting") and was found to have hormone level abnormal ("hormonal changes describe"). The patient was treated with surgery (total hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, menorrhagia, headache, migraine, fatigue, vaginal haemorrhage, nausea, anaemia and vomiting had resolved and the depression, uterine enlargement and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, uterine enlargement, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2008 versus (B)(6) 2008 (new). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: fatigue, anemia, nausea, headache, uterine enlargement, depression. Lot number: 627311 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.